Event description:
It was reported that the patient's atrial lead was found dislodged post implant procedure. The atrial lead exhibited failure to capture, low pacing impedance, and failure to sense. The reported lead was repositioned on (B)(6) 2023. The patient was in stable condition.